Manufacturer narrative:
Gehc recommended to the hospital to calibrate the flow sensors. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. There was no reported patient injury.